Event description:
It was reported that during a lap cholecystectomy procedure, product cannot close after delivering four or five clips. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the jaw and cam broken off. Functional test could not be performed, as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.